Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/25/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2023 which is off-label usage of the device. On the same day, the pediatric patient experienced a skin reaction with pimples and infection under the entire patch area, which occurred 1 day after the sensor had been inserted. The reporter called an health care professional and was given a prescription of flucloxacillin 125mg for treatment. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.